Manufacturer narrative:
Upon laboratory analysis, the helix difficulty allegation was confirmed however, the pacing impedance allegation was not.

Event description:
It was reported that during implant procedure, this right ventricular (rv) lead exhibited high out of range (oor) pacing impedances. The physician suspected that the abnormal measurements were due to the helix mechanism not completely penetrating the myocardium. The rv lead was repositioned, however, the impedance measurements continued to be oor. It was mentioned that physician could have probably turn the helix in the opposite recommended way, so a helix mechanism damage is suspected as well. The lead was then successfully replace with acceptable measurements. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, this right ventricular (rv) lead exhibited high out of range (oor) pacing impedances. The physician suspected that the abnormal measurements were due to the helix mechanism not completely penetrating the myocardium. The rv lead was repositioned, however, the impedance measurements continued to be oor. It was mentioned that physician could have probably turn the helix in the opposite recommended way, so a helix mechanism damage is suspected as well. The lead was then successfully replace with acceptable measurements. No adverse patient effects were reported. Lead is expected to be return.